Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity went from three years to explant indicator between one year follow ups. This device remains in service. No adverse patient effects were reported. No additional information was able to be obtained.